Event description:
It was reported that during follow-up in clinic, atrial lead noise was observed. Lead was capped and replaced on (B)(6) 2018 during device upgrade procedure. Patient¿s condition was stable.

Event description:
New information received notes that oversensing was also noted.